Event description:
A hospital in a foreign country reported to our distributor that water entering the mr290 humidification chamber exceeded the limit line of the mr290 humidification chamber. No patient injury was reported.

Manufacturer narrative:
The device is expected to be returned to fisher & paykel healthcare. Methods - no information to date. Results - investigation still underway, no results to date. Conclusions - no conclusion can be made at this time.